Event description:
This report came through the corporate e-mail box by way of global pharmacovigilance (gpv) stating that a patient was hospitalized and had peritonitis (dates not reported). The patient was using the homechoice cycler along with dianeal and extraneal prior to the peritonitis. The effluent culture specimen obtained in the emergency room (ER) grew enterobacter gergoviae. The patient was discharged from the hospital (unknown date) and the infection was resolved. Additional information is not available.

Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, when the device was fired on the blood vessel, the second and the third clips were formed as teardrop-shaped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The product used is unknown and therefore the 510(k) entry field is left blank. As the patients discard supplies after each therapy, the sample was not requested.